Event description:
It was reported that following implantation of the implantable cardioverter defibrillator (ICD) the mobile programmer application di splayed dotted lines on the electrogram (egm) signal during programming. It was noted that the patient connector had solid connectivity lines. It took multiple attempts to complete the wavelet template programming. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data /database was able to confirm the customer comment that the mobile programmer displayed dotted lines on the electrogram (egm) signal. It was further noted that loss of blue-tooth connection occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.